Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2025, the patient stated they were hospitalized due to a high reading of 488 mg/dl; however, they refused to provide further information. The patient could not recall any error messages on the cgm. The patient was discharged on (B)(6) 2025. Attempts to follow up with the patient for additional information was unsuccessful. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.